Manufacturer narrative:
The report of a furosemide infusion that ran fast was not confirmed. Log analysis results: the event was reported to have occurred at 1705 on (B)(6) 2021, however the returned pcu event log does not have any entries for this time/date and instead starts at 8:43 pm on (B)(6) 2021. Prior to this, the device was last used on (B)(6) 2021. The event description also stated that the user attempted to program furosemide but received guardrail alerts and the device would not allow to proceed. The user then set up a basic infusion to run at 1ml/hr (10mg/hr) and then approximately 2-3 hours later, the pump module alarmed approximately 2-3 hours later with the infusion completed and air in line was causing the alarm. The last guardrails warning occurred at 7:22 pm on 02 february 2021 and was a soft guardrail warning that the user selected yes to and was able to continue with the infusion. There were no hard guardrail warnings observed in the pcu event log. The last time there was an infusion that ran at 1ml/hr was back on (B)(6) 2021. The last air in line alarm occurred at 12:2 pm on 12 february 2021 and was on pump module s/n (B)(6) . Error log: a review of the device error logs found no errors during the time of the reported event. A review of the device error logs found no errors during the time of the reported event. The root cause of the reported furosemide infusion running fast was not identified. Device history review: a review of the device history record showed the device had a manufacture date of 26 december 2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that a primary furosemide 500mg/50ml infusion at a rate of 1ml/hr completed sooner than expected. Upon set up, a guardrails alert would not allow them to proceed; therefore the nurse initiated a basic infusion @1ml/hr (10mg/hr) and the rate was confirmed with the charge nurse. Approximately 2-3 hours later, the pump alarmed infusion complete with a air in line alarm. The medication was discontinued per md and changed to IV push twice a day (bid) the following day. There was no patient harm noted.

Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed. Although requested, patient information was not provided.

Event description:
It was reported furosemide 50ml IV 1ml/hr ordered per medical doctor (md) at approximately 1630, medication retrieved, scanned in bar code medication administration (bcma), and primed to administer- set up pump per order. When setting up pump, received guardrail alerts and would not allow to proceed. Nurse (rn) set up as a basic infusion @1ml/hr (10mg/hr) and rate confirmed with charge nurse (cn)on duty. Pump later alarmed- approximately 2-3 hours later with infusion completed and air was in the line causing the alarm. Medication was discontinued per md and changed to IV push twice a day (bid) the following day. There was no patient harm noted.